Event description:
A no output condition was reported by the patient. The patient was seen in november 2006 by vibrant med-el staff. The patient reported ap stopped working suddenly. Since the patient is implanted on both sides, he tried his right ap on the left side but could not hear anything. During the appointment, the ap was found to be functioning properly. The patient's hearing thresholds showed a 15 db airbone gap. Testing was done and functional gain showed no significant difference between the unaided and aided thresholds for warble tones in soundfield. A rtf test was done and showed to be negative.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to vibrant med-el for evaluation. When available, a device analysis will be submitted as a follow-up report.